Event description:
The technician alleged the nurse call system was not working correctly. When a call was placed using bedrail switches, master station response not heard in expected location. The technician found loose pins in the communication cable 37 pin connector. He installed a cable saver, repaired the pins and tested functions to resolve.